Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this patient's pacemaker exhibited elective replacement time (ert) and was set to aai pacing configuration. High out of range pace impedance measurements were noted on this right ventricular (rv) lead. Rv fracture was suspected. Rv pacing was not captured and high threshold measurements were noted. Surgical intervention was performed to replace the pacemaker. A new device was implanted that was connected to this existing lead and programmed to aai. No additional adverse patient effects were reported.